Event description:
The customer reported that when the system is powered down the gantry will begin to travel downward. No pt involvement or injury.

Manufacturer narrative:
The company service engineer cleaned and adjusted the brakes. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).